Event description:
An article by shi song, qian su, ying yan, huimin ji, huizhen sun, kaihao feng, abudulimutailipu nuermaimaiti, shana halemubieke, ling mei, xinru liu, zhuoqun lu, le chang, lunan wang ¿identification and characteristics of mutations promoting occult hbv infection by ultrasensitive hbsag assay¿, journal of clinical microbiology (B)(6) 2025 vol 63 issue 5, noted false negative architect hbsag qualitative ii results on multiple patients that were positive by hbv dna testing. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation was performed for false nonreactive results with the architect hbsag qualitative ii assay (lot# unknown) which included a review of data and information provided in the article, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. The overall performance of architect hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. The likely cause lot is unknown in this case, however review of the within date lots show that median values are within ±2sd of the mean indicating that the lots are comparable and performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer¿s issue. A technical review of the article was performed. Occult hbv infection is a known phenomenon and is diagnosed when a hbv dna test is positive but hbsag is undetected. Per product labelling, hbv is subject to a mutation rate 10 times higher than the mutation rate of other dna viruses. Some of these mutations may cause changes in the antigenic structure of hbsag, resulting in epitopes that are no longer recognized by anti-hbs. Hbsag mutations may result in a less favourable outcome in some patients and false negative results in some hbsag assays. This is acknowledged by the investigators in this study who document that mutations within the ¿ determinant of the major hydrophilic region (mhr) of hbsag may impede the effective recognition of antigens by specific antibodies. They further document that, in this study, the mutation frequencies at some sites in the s region were significantly higher in the obi group compared to the hbsag positive group. Product labelling advises that if the alinity I hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on our investigation, no systemic issue or product deficiency of the architect hbsag qualitative ii reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.

Event description:
An article by shi song, qian su, ying yan, huimin ji, huizhen sun, kaihao feng, abudulimutailipu nuermaimaiti, shana halemubieke, ling mei, xinru liu, zhuoqun lu, le chang, lunan wang ¿identification and characteristics of mutations promoting occult hbv infection by ultrasensitive hbsag assay¿, journal of clinical microbiology may 2025 vol 63 issue 5, noted false negative architect hbsag qualitative ii results on multiple patients that were positive by hbv dna testing. No impact to patient management was reported.